Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having trouble with their implant. Patient said the week before last, they knew the implanted device was getting low (patient mentioned they could tell by their feet when implant battery was getting low and mentioned the implant was put in for neuropathy in their feet), but the implant had already discharged completely by the time they got to charging the next day. Patient then said their recharger couldn't find their device to charge, but could find the device with just controller. Patient said they had tried repositioning the recharger, but still couldn't get the recharger to find the device. Patient described seeing passive recharge mode screen at one point, but still couldn't charge. Patient mentioned they had been in the hospital for a week because they fell backwards and hairline fractured their right hip and didn't know if the controller was charged up or discharged at this point. During the call, patient said controller was empty and plugged controller in to ac power supply to charge. Patient will call patient services back tomorrow to troubleshoot over the phone. Patient mentioned they hoped nothing happened to the implant when they fell, and again confirmed the charging issues started before the fall. Patient also mentioned they tried calling their old rep first, but they no longer worked for mdt and patient didn't know how to find who their new rep was. Agent reviewed role of rep and redirected to doctor to contact the new rep if needed.   2024-feb-27 rpl 418916  rtg0550210 (con): patient called back with their equipment to troubleshoot the issue. Patient reported that they had plugged their controller in overnight to charge but that the controller will still not start. Patient stated that they were going to try and do a reset of the controller to see if that would resolve the issue. Agent reviewed that there are some troubleshooting steps that need to be taken and patient stated, "I don't think you're understanding what I said." Patient then disconnected the call. Pt called back stating that they had plugged the controller up to the ac power supply all night long, however the controller wouldn't power on. Pt said that they reset the controller, however the issue was not resolved. Pt confirmed that the controller was currently blank/unresponsive. Pt mentioned that they were in the hospital and they couldn't get out of bed, so they needed assistance from hospital staff with doing the troubleshooting. Pt noted that they had fractured their hip so they were doing physical therapy. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; the controller light did not come on or flash green. Agent reviewed battery pack replacement with the pt.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Product ID 97755-s (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the battery pack (s/n (B)(6)) revealed that it was out of elec. Specification. Scrapped due to failed cycle count should be 150 reads 155. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.